Event description:
In 2006, the lay patient contacted lifescan alleging that his touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) spoke with the patient on august 28, 2006 to obtain/verify the following information: the patient takes nph insulin 50 units in the and 45 units in the pm. He also takes metformin 1000 mg twice a day and actos 15 mg once a day. The patient tested his blood glucose level with the reported meter and test strips on the am on the same day, the result was 78 mg/dl. The patient felt the reading indicated he could take his usual diabetes medications. He took nph insulin 50 units and metformin 1000 mg after testing with the meter. He said he immediately felt jittery, sweaty, and agitated, which he recognized as symptoms of hypoglycemia. He did not retest with lfs meter. He drank orange juice and ate food and felt better about one hour later. He did not retest with the meter before calling lfs to report the incident. The customer care advocate (cca) discovered that the test strips were expired, which can cause inaccurate results. The cca instructed the patient in locating the test strips expiration date on the test strip packaging. Customer service sent test strips to replace the patient's outdated test strips. The complaint is reported because the patient tested with expired test strips, took insulin and oral diabetes medication after obtaining a result on the lfs product that he interpreted as "low normal", and then experienced symptoms that suggested hypoglycemia. The patient treated himself with orange juice and food.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for evauation, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.